Event description:
This device was explanted and replaced due to eri approximately 32 months after implantation. Rv lead was explanted due to high thresholds. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The pacemaker was returned and analyzed. The memory content demonstrated a normal functionality of the device while implanted and in service. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In agreement with the clinical observation, the device interrogation revealed the battery status eri. The archive data and the programmed parameters were inspected. High right ventricular pacing outputs of 7.0 v and 1.5 ms were documented in the archive data. This represents a high current program, which results in a faster discharge of the battery. The amount of charge taken from the battery was verified and the battery condition was found to be as expected. In conclusion, the pacemaker was fully functional. The battery status was anticipated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itselfcould not be investigated. The information you provided has been entered into ourquality system as a complaint. These types of complaints are used to evaluate systemsand device performance throughout our organization and help to maintain and improvethe performance of our devices.should additional relevant information or the device itself become available, theinvestigation will be updated.